Event description:
It was reported that the device would not recognize the cassette attached. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a scratched lens. A review of the event history log did not find any faults. During the functional testing, the reported problem was not able to be duplicated. The downstream and upstream sensors successfully passed the calibration and pressure tests. No issue was found and no repair was needed. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported serial number.